Event description:
Report received from abbott int'l affiliate which states, "thermodilution catheter was correctly placed in pulmonary artery. Balloon was inflated for pressure measurement but air did not come out of balloon when aspirated of air by means of syringe. As a consequence, pt had lung infarction and hemoptea." It was indicated the pt "recovered." Add'l info has been requested, but has not become available.

Event description:
Received the following new additional information from abbott international affiliate (abbott belgium) which states, "the lung infarction and hemoptysis was treated with reanimation and ventilation. The catheter was removed immediately. The balloon was not tested preinsertion, the reporter replied that it is not easy to do a pretest in emergency situations. The catheter was placed at the same time the incident occurred. As per standard, 1.5ml air was used to inflate the balloon. When the balloon did not deflate, an aspiration with a syringe was done immediately." It was reported that the incident "required prolongation of hospitalization." The patient has been discharged form the hospital and "fully recovered, no sequelae".